Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted after new information has been received.

Event description:
(B)(4). To aid in transition to device, patient is placed om veno-venous support. Between the hours of 11 and 11:30,the low flow alarm has activated and the pump has no flow. About 400 cc/min is passively flowing through the circuit and the venous, internal and arterial pressures are all reading approximately 34mmhg. The blood entering the hls module was desaturated and exiting bright red. In an effort to troubleshoot and rule out massive clot,the perfusionist used the emergency prime line to flush the circuit in both antegrade and retrograde fashion, no thrombus was present and he started to hand crank. The cardiohelp was exchanged. It was reported, there was no harm to the patient.

Manufacturer narrative:
(B)(4). The device was sent for repair and maintenance to the repair depot. There they found, that the touchscreen was freezing up in different places, which made it hard to operate the device. They replaced the touchscreen and the hmi board. According to our life cycle engineering the failures with the touchscreen and the hmi board could not lead to a pump stop, what the problem was, which led to the change out of the device in the hospital. A clinical assessment was made, which came to the conclusion, that the root cause of the incident is unknown from the clinical side. A log file analysis came to the conclusion, that the described incident happened, because of a bubble alarm, which causes a pump stop, this is a normal behavior of the device when the bubble detection is activated. According to the log files this happened two times in the time frame in which the hospital had the problem with the no flow. The log files also recorded during the hole time period different user inputs which shows, that the user could operate the device and the device reacted to the user input.

Event description:
(B)(4).